Event description:
Patient was referred for replacement of the generator due to low battery and possible revision of the lead due to pain in the jaw that occurred with stimulation. The patient underwent generator replacement. The explanted generator was stated to have been discarded. The explanted product has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Further information was received from the physician. The physician indicated that the cause of the jaw pain was possibly vns stimulation and that the patient¿s output current was lowered. The noted intervention for the jaw pain was vns settings lowered. No other relevant information has been received to date.